Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: the scrub tech actuated the handle of the clip applier once outside patient before handing it to the surgeon and it deployed the clip normally. Then she handed it to the surgeon and surgeon actuated the handle to deploy a clip inside the patient twice and no clips came out. The clip applier was not on a vessel during deployment. Then the surgeon removed the clip applier and checked the jaws- there was nothing there- he tapped the jaws on the table to see if any loose clips would fall out and no clips fell out. He inserted the clip applier back in the patient and the clips started deploying normally. He had no other issues with deployment and he was able to complete the case with the clip applier. Additional information provided by an applied medical representative on 20nov2025 via email: the scrub tech actuated the handle of the clip applier once outside patient before handing it to the surgeon and it deployed the clip normally. Then she handed it to the surgeon and surgeon actuated the handle to deploy a clip inside the patient twice and no clips came out. After these three deployments, the clip deployed normally for the remainder of the case and clips visibly loaded into the jaws properly seated). 5mm ctr03 was used. No resistance in trigger actuation. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Intervention: he inserted the clip applier back in the patient and the clips started deploying normally. He had no other issues with deployment and he was able to complete the case with the clip applier. Patient status: no patient injury.